Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. During the repair of instent restenosis in the right coronary artery (rca), a cutting balloon 4.00mm x 10mm was used. The cutting balloon caused a dissection. The physician attempted to use the taxus express2 8.8% 3.50mm x 24mm stent to repair the dissection, but was unable to pass through the original stent (in-stent restenosis). Upon removal of the taxus, one of the struts snagged on the end of the guide catheter and bent the proximal edge of the stent. The physician was able to remove the stent through the guide catheter and complete the procedure successfully with a shorter taxus stent (size unknown). The pt is listed in stable condition, with no injuries or complications reported. No add'l info is available at this time.